Event description:
Unrequested bolus delivery reported. The pt reported to a nurse that he received 2 bolus doses without pendant request. This info was obtained through a note attached to the pump when it was returned to the customer's biomedical dept. There was no tracking info included on the note for further investigation and follow up. There was no incident report generated with the pump's serial number. There was no harm reported. Though requested, there was no other info available.